Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v013803, implanted: (B)(6) 2006, product type: lead. Product ID: 3389s-40, lot# v013803, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 21-jun-2009, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 21-jun-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was feeling her leads move under her scalp when she turns her head. She said it sometimes feels like a "pop". No environmental/external/patient factors were reported. Diagnostics/troubleshooting included impedance check, visual inspection of scalp. No interventions/actions were taken. The issue was not resolved at the time of this report. The rep went to see the patient to check her system and impedance/generator/recharger all tested normal. No surgical intervention occurred and it is unknown if any is planned. No further complications were reported or anticipated with this event.